Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2024. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7032517.

Event description:
It was reported that the patients spinal cord stimulator (scs) device stopped working and was not providing pain relief. The patient underwent an scs system explant procedure. No further information could be obtained.